Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, the power manager log shows at power up "supply voltage failure 10 = 5 vlr" indicating 5 vlr was out of range. This will cause the "battery cannot be charged" message as reported. Looking at other module logs, many indicated a problem with 24v being low right before the power manager reported the issue with 5vlr. The issue with 24v only lasted about one second and then corrected itself. The next power up indicated every thing was okay.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the reported issue. The base power supply and battery voltages were within normal range. There were no loose connections. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, an error message ''battery cannot be charged - full back up may not be available'' was displayed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.